Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. Although, the tip cover accessory was retrieved without patient harm it is unknown what caused the tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off of the mcs instrument and was found inside the patient. The tip cover accessory was retrieved and replaced with another tip cover accessory. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been obtained as of date of this report. At this time, the exact event date is unknown. The reported complaint indicated that the event occurred in (B)(6) 2018.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm the reported issue. The tip cover was tested for fit test on an in-house monopolar curved scissors (mcs) instrument. The tip cover fit properly without any issues of falling off. The tip cover was found to have tearing at the mouth on the distal end. The tear measures 0.299¿ in length. There was no signs of thermal damage present at the end of any tears.